Event description:
It was reported that patient underwent knee arthroplasty in 2008. Subsequently, patient reported that she felt movement in her knee while bending down. Radiographs were taken and revealed that the bearing had dislocated. A revision procedure was performed the following month, to remove and replace the bearing.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report filed september 25, 2009.